Event description:
It was observed that during set up/inspection for use, the gastrointestinal videoscope lens was blurry, and mucus stuck to the lens. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device lens was blurry, and mucus stuck to the lens. The root cause could not be identified. Based on the results of the investigation, it was suggested that the probable causes were due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.